Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system became infected and eroded through the pocket. The system was removed and was to be replaced at a future date. No further patient complications have been reported as a result of this event.